Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) device was deployed, but unfortunately only one tine attachment could be verified. The device was recaptured with some difficulty. During repositioning, the delivery system was unable to cross the valve into the right ventricular (rv) and was not deflecting in a normal manner. The device and delivery system were removed. Upon inspection, the delivery system appeared to be kinked/bent. A conventional dual chamber pacing system was implant instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product event summary: product ID: mc1vr01-delsys. The full delivery system was returned, analyzed, and the delivery system shaft was mechanically kinked/buckled. The shaft of the delivery system was mechanically bent. There was a mechanical issue with the articulation of the delivery system. The articulation of the delivery system was out of plane. Blood was observed on the shaft of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the sheath. The shaft is kink/buckled at 6.5 cm and 8.2 cm from the distal end of the delivery system. The inner shaft is bent. There is blood and contrast on the shaft located at the distal end of the stability member. The articulation curl is out of specification. If information is provided in the future, a supplemental report will be issued.